Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
As reported on 02/17/2010, during a follow-up visit, deep respiration revealed oversensing. A shock associated to oversensing was also reported. Reviewal of the associated programmer files of the ICD (paradym sonr crt, (B) (4), MDR: 100165971-2010-00235) revealed that the issue is potentially associated to the subject lead.